Manufacturer narrative:
Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the system 90 iabp in the lab. No alarms were triggered. No abnormal sounds (hissing sounds) were heard coming from the iab during laboratory testing. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination of the returned product.

Event description:
After iabp for four minutes, there was bleeding and the iab was removed. As a result of the event, there was repair to the pt's femoral artery. (Multiple event to initial customer complaint number 97-00221). (Event complications: there was bleeding/femoral artery repaired-reported 2/26/97. (Pt's current status: unk-rpt'd 2/26/97.